Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. 22.01.2025: the technician went to assess the repair price to make a quote only. No action was taken. Repair work will be opened and sent to technician again when po is received from customer. 29-apr-2025: tested the pcb, keypad controller spare parts. After changing the machine, it can work normally. Augmentation light is on normally. Offered pcb, keypad controller price. 08/05/2025: the price of the pcb and keypad controller was offered later. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on patient cs100 intra-aortic balloon pump (iabp) aug. Light level not on. No injuries or deaths

Manufacturer narrative:
Updated fields:b4; g3; g6; h6 component code; h11 corrected fields:g1 contact person due to character restrictions in block e1 full event site city name is: (B)(6). A getinge field service engineer (fse) checked and found that the aug. Light level was not on. Tested the pcb, keypad controller spare parts. After changing the machine, it can work normally. Augmentation light is on normally. Fse replaced keypad controller (d670-00-1145). Tested overall operation. The machine was now operating normally.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1(event site name), h6 (problem code).

Event description:
N/a.